Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event. A guide wire may have been placed inside the box by a facility employee, an arthrex representative or during the manufacturing process, however, due to the device not being returned, we cannot confirm the source of how the guide wire was introduced.

Event description:
On 1/06/2023, it was reported by a arthrex representative via email that an ar-8725-14hs compression ft screw has a guide wire inside the screw. The case was completed using a new product. This was discovered upon opening box on (B)(6) 2022, with no patient effect reported. Additional information received on 1/09/2023: staff noticed the issue before the surgery. The case was completed using an ar-8725-14hs compression ft screw. No photos were taken. Additional information received on 1/12/2023: this was discovered during a procedure to fix the fingers of the hand.